Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2025, the system had erratic movement during tomo sweep. A field engineer examined the equipment and tightened all loose hardware. System met the manufacturer´s specifications and no patient or staff injury was reported. System is working according to manufacturer specifications.